Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint that the tip of the tip-up fenestrated grasper broke off. Failure analysis found the primary failure of a broken main tube to be related to the reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.282¿ x 0.349¿ was not returned with the instrument. The instrument was returned with two pieces measuring proximately 0.168" x 0.211 and 0.106" x 0.217". The root cause of broken instrument main tube is typically attributed the user. Additionally, related to customer reported complaint the instrument was found to have a broken grip cable at the distal end. As a result, the distal clevis was dislodged from the main tube. The root cause of broken - distal instrument grip cables is attributed to a component failure. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system (B)(4). The tip-up fenestrated grasper had 2 use remaining after the last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the tip-up fenestrated grasper broke off outside of the patient. The customer confirmed the instrument was not inside the patient when the piece broke. The piece that broke off will be returned with the instrument. The procedure was completed with no reported injury. On 09/21/2022, the following additional information was obtained: the instrument broken upon removing it from the cannula, however the broken pieces fell outside of the patient. No fragments fell from the device while it was inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The staff did an x-ray after the procedure and did not see any fragments.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2 evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. Advance failure analysis investigations confirmed the initial findings. The instrument main tube was found to be broken which resulted in the proximal clevis getting dislodged from its normal position. The root cause of these failures is attributed to mishandling/misuse. The pitch cable and grip cable were also found to be broken on the distal end. The root cause of these failures is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.